Event description:
It was reported that a spectrum infusion pump was alarming door not fully latched. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door not fully latched message. Evaluation found pulled threaded inserts from front case resulting in excessive force needed to close the door causing the reported symptom. The front case assembly was replaced to correct this condition.